Event description:
Customer concerned about precision of 1 specimen tested with triage cardiac panel on 3 different triage meters, results as follows: meter 1, ckmb=14.8, myoglobin=145, troponin I (tni)=0.57. Meter 2, ckmb=10.4, myoglobin=139, tni=0.4. Meter 3, ckmb=4.08, myoglobin=79.4, tni=0.19. Falsely elevated tni results may lead to invasive procedure or medication. Falsely depressed tni results may lead to missed diagnosis to tni.

Manufacturer narrative:
Product support testing of retained devices with cardiac controls, all analytes within specification. Product support testing of retained devices with returned specimens observed error codes and high tni recovery. Addition of hama-blockers decreased non-specific binding, confirmed the presence of heterophilic antibody interactions that increased the tni signal. No further action at this time, incidence of false positives due to non-specific binding to be monitored.